Event description:
It was reported that a dexcom g7 sensor had been replaced and the ilet initially failed to pair because the sensor was already connected to the patient¿s phone, consistent with an intermittent communication failure involving the antenna component; bluetooth on the phone was turned off and the ilet then entered warmup with time remaining, with no further issues. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the cgm and the ilet, consistent with a communication failure localized to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.